Event description:
It was reported a portion of the catheter became detached while inside the patient. An opticross 6hd was being used during a percutaneous coronary intervention. While inside the patient, it was reported that a portion of the catheter became detached. The physician was able to pull the detached portion of the device from the patient. A new opticross 6hd device was then used as a replacement. The procedure was then completed successfully with no patient complications resulting due to this event.